Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for the emergency stop button not working. The underlying cause could not be identified.

Event description:
The emergency stop button on the controller did not work out of box.